Manufacturer narrative:
The oxygenator was changed out. Therefore, some blood loss was associated with this event, although no volume estimate has been provided. The involved device was returned, decontaminated, examined and performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during examination or testing. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables that may have affected the blood conditions reportedly observed during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. Although the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with use of the device longer than intended. The device labeling does address this by stating: "the capiox rx15 is intended to be used during open heart surgical procedures requiring cardiopulmonary bypass for periods up to 6 hours." There is no indication that a device defect or malfunction was involved in the reported event. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was decreased oxygenation and increased resistance to flow of the blood through the oxygenator after 6-hours on bypass. Reportedly, the perfusionist changed out the oxygenator and the procedure was completed successfully using a second unit. No additional information has been provided.